Manufacturer narrative:
Source: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic after receiving a vibratory alert. Upon investigation, low pacing impedance was observed on the right atrial (ra) lead. During the revision procedure, insulation damage was noted on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.